Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure. All device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four years ago. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6) / (B)(6). Batch: 7003205 / 7003209.